Event description:
During a coronary drug eluting stenting treatment procedure, stent damaged was noticed. In 2005 the target lesion was located in the posterior descending artery (pda). The vessel was predilated with a 3.0 x 8 mm quantum maverick balloon. A taxus express2 2.5 x 8 mm drug eluting stent was inserted and appeared to fold while trying to cross the lesion. It was later noted that the stent had been damaged. Another of the same device was used to successfully complete the procedure. There were no reported patient complications.